Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of air/water nozzle entering into the air/water channel and caused clogging. It was not possible to further presume the cause of the foreign material entering into the channel since detailed information on handling of the device was unable to be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of poor air/water supply was confirmed. Due to clogging of nozzle, air supply volume and water removal ability did not meet the standard value. In addition to the finds reported, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped. Adhesive on bending section cover was cracked. Light guide lens was cracked. Plastic distal end cover had a dent. The connecting tube, universal cord, switch button 5 and objective lens was scratched. Paint on suction cylinder was peeled. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera elite colonovidescope experienced poor air/water supply. There was no report of patient harm associated with this event. During incoming inspection, it was determined foreign matter clogged the nozzle. This medwatch is being submitted to capture the reportable malfunction found during evaluation.